Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Engineering evaluation was unable to verify a system malfunction. Investigation of the case logs could not determine a root cause due to insufficient information. The user did not provide the egps case logs for investigation, and only provided their elaptop's case logs. There was patient movement which could which can lead navigational inaccuracies. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During a dbs procedure an identical bilateral deviation was noticed even with 3 registrations. The patient had a bone fiducial placed and an initial non-sterile registration with o arm set to the stereotaxy settings was performed and accuracy checks were performed. It was noticed that the initial registration fit was not centered on all spheres and required a fair amount of manipulation to get into a green fit. Accuracy checks were performed, including with the bone fiducial and showed an acceptable registration. The patient was draped and accuracy checks were performed again showing no change in accuracy. The burr holes were created at which point the patient coughed. I advised to perform additional accuracy checks to the bone fiducial showing a 2-3 mm shift posterior. A sterile ict and arm were attached and another o arm scan with the same setting was performed. There was a similar registration fit with this registration as well. Accuracy checks were performed and the lead was performed on the right side. An evaluation scan was performed showing a 3 mm posterior medial deviation. The lead was left due to responsive testing. The patient coughed again and another registration was performed out of precaution, registration fit was identical to prior registrations and landmark checks showed accurate registration. The left lead was placed and an evaluation showed an identical 3 mm deviation in the posterior lateral direction. The lead was replaced using the 2 mm anterior medial bengun channel. An evaluation showed improved placement to intended trajectory.